Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was having issues with the insulin pump alarming failed battery tests. Issues with the battery have been continues for three days. Customer's blood glucose was 92 mg/dl. Customer didn't want to perform troubleshooting since he didn't have another battery. He didn't want to remove the battery and he was afraid alarm reoccurs as he had already changed the battery three times. Customer was advised to monitor the device and a new battery cap was sent. Customer is not returning the insulin pump for further analysis.